Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. The 10mm long and 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca) with a vessel diameter of 3.00 mm. A 1.25mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the guidewire got stuck in the burr catheter. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.